Event description:
Patient with gangrene of toe and history of diabetes admitted for amputation. CT, computerized tomography, with contrast via auto injector. Patient received 180 cc of contrast,isovue 370, expiration date 4/07. After completion of procedure patient experienced "seizure like activity". Code called, patient briefly regained consciousness and spoke and then lost consciousness again. Unable to resuscitate patient and they expired.